Event description:
It was reported that the patient was not able to adjust stimulation. The patient reports no stimulation sensation. The patient states she doesn't think her programmer was not working. The patient states she went to turn stimulator off or on yesterday, but kept getting poor communication. The patient states she has attempted with and without antenna. The patient states she has tried changing out the batteries and everything too. The patient states she had a motorcycle accident about 2 weeks ago on (B)(6) 2014. The patient states she rolled after she fell off the bike. The patient states she has an open cut on her leg. The patient states last week she developed a uti (urinary tract infection) and when "I do it goes crazy anyhow, so I turn it off until I'm finished with the antibiotics and then I turn it back on again." The patient was referring to turning stimulation off when she gets a uti. The patient states she doesn't feel any stimulation. The patient states she doesn't know if stimulation was on or off due to programmer not communicating with ins(stimulator). The patient states she usually doesn't feel stimulation once she gets it set where she wants it at. The patient states the last time she felt stimulation was months ago, which was the last time the patient set her stimulation. The patient states she has not followed up with healthcare provider yet because she just noticed problem with patient programmer the day before reported event date. The patient states she was seeing a wound care hcp (healthcare provider) for the open cut on her leg. The patient states she was fine otherwise. The patient states she did call healthcare provider office this morning and they told the patient to call manufacturer first.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v266137, implanted: (B)(6) 2010, product type: lead. (B)(4).